Event description:
Vbt received a complaint that the flexible probe with blocking washer at 234mm (#gm11002420) from the segmented cylinder applicator set - CT & mr compatible (#gm11004150) had an incorrect position of the blocking washer. The position could be up to 2.5 cm out of specifications, i.e. Closer to the distal end. Therefore the tip of the probe had not been at the planned distal end inside of the cylinder cap but 2.5 cm apart from this position. Hence all isodose distributions would have been shifted 2.5 cm towards the proximal end of the applicator. Several treatments had been performed with this flexible probe. The information reported by the customer states 13 patients affected with a combined 34 radiation treatments. The customer has used the applicator in question past its repeat use indications. The instructions for use state the flexible probe can be steam sterilized up to 25 times. The applicator was purchased and delivered in feburary 2006. The first treatment error has been determined to occur nine months later by the customer. The information reported by the customer states 13 patients affected with a combined 34 radiation treatments. Data provided during customer conversations with service personal area that the blocking washer moved on the 26 use.

Manufacturer narrative:
Only summary information has been provided to vms on the incident. Reporting customer summary of effects was that they estimated the possible health consequences for the affected patients as very minor. Increased radiation consequences are also unlikely because the radiation (1 x 5 gy at 5 mm mucous membrane depth) was applied as planned, and the only difference was that the total treatment length was shifted distally by approx. 2.5 cm, meaning that the region of the vaginal stump received and underdose. Varian brachtherapy analysis of the possible severity to patients is critical for an up to 2.5cm positional error, could result in permanent partial disability or injuries/illness that may result in need for medical intervention to prevent serious injury or death. The customer states above the possible health consequences for the affected patients as very minor, the vms assessment for the scenario is more critical.